Event description:
They were tyring to move the uroview 2500 table up with the foot switch. After releasing the switch the table continued to move up until it reached its upper limit. It appears from the service reports that the foot switch was worn and damaged. The pt had to be removed from the table while in its upper most position. The pt was removed without incident or injury.